Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(4), batch:a000129010.

Event description:
It was reported the patient experienced lack of coverage due to lead migration. As such, surgical intervention took place wherein the lead was explanted and repalced with a new lead to address the issue. Reportedly, adequate coverage was confirmed post op. Investigation was unable to determine which of the leads migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02471. Additional information received indicates not getting adequate coverage on the second lead. As such, the migrated lead and the second leads were explanted to address the issue.